Manufacturer narrative:
Adverse event investigation: it was reported to philips that the device did not deliver the shock to the patient. The customer requested that the device be returned for bench repair. The customer biomed reported that on (B)(6) 2018, the end user tried to shock a patient and the unit did not deliver a shock. The end user obtained another unit to treat the patient. The biomed reported that the patient did not experience harm or adverse patient impact. Additional event details and patient characteristic information was requested but not provided. There were no ECG event files from the date of the event that were available for review. The device was received by the philips repair bench on 12 march 2018. A full evaluation was performed on the device by a bench repair technician. During the evaluation, the technician was unable to replicate the customer's reported problem. Operational checks and stress testing simulations were completed with no failures noted. The device was determined to be fully functional with no replacement parts required. The philips bench repair technician conducted a self-test and the device passed with no replacement parts required. The customer's reported problem was unable to be reproduced. The device successfully passed all required testing and was returned to service. Philips is unable to rule out a malfunction at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Patient information requested not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not deliver the shock to the patient. Biomed reported that on (B)(6) 2018 the end user tried to shock a patient and the unit did not deliver a shock. The end user obtained another unit to treat the patient. Biomed reported that the patient was did not experience harm or adverse patient impact. Additional information has been requested.